Event description:
Per the clinic, the patient developed a performance decrement over the past four years resulting in a loss of benefit. It was also reported that the patient had developed facial nerve stimulation. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. (B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.